Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have the air in line printed circuit board assembly (pcba) needing to be replaced. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The cause was determined to be faulty air in line printed circuit board (ail pcb). To correct the condition, ail pcb was replaced, verified, and recalibrated. If any additional information is received, a follow up MDR will be sent.